Event description:
A hospital in (B)(6) reported that they observed that the tubing of an rt050 nasal interface was broken while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt050 interface is used to deliver humidified oxygen to patients. The rt050 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the returned complaint rt050 interface was visually inspected. Result: it was observed that the tubing at the distal end was stretched and pulled apart conclusion: we were unable to determine how the interface came to be damaged, but it is likely that this has happened during use of the product. This is the only complaint of this nature that we have ever received for the rt050. The rt050 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. The rt050 is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.